Event description:
Patient was hospitalized for hyperglycemia. Suspect device was being worn at the time. No further information was available at the time of this report. Device will not be returned for eval.